Event description:
During the twisting/crushing of the pill (norvasc) the bottom of crusher broke contaminating the medication. The pill and a portion of the upper level of the pill crusher fell into bottom portion of the pill compartment.======================manufacturer response for pill crusher, (brand not provided) (per site reporter).======================I talked to customer service (B)(4). Sent her an email stating the details of the incident and asked to start the process for returning the pill crusher for investigation.